Manufacturer narrative:
(Expiry date: 06/2021).

Event description:
It was reported that during a procedure, the device allegedly fractured at the base of catheter and leaked. The procedure was completed using repair kit. There was no reported patient injury.

Event description:
It was reported that during a procedure, the device allegedly fractured at the base of catheter and leaked. The procedure was completed using repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l repair kit catheter was returned for returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed. The investigation is confirmed for the reported fracture and leak as the split was noted approximately 0.4cm from the distal end of the luer. During functional evaluation while infusion with hydrostatic pressure, a leak from the split was observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f products are identified in d2 and g4. H10: d4 (expiry date: 06/2021), g3, h6 (method). H11: d4(medical device catalog number), e3, h6 (result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.